Event description:
It was reported that the pt had pain at the generator site and device coming through the skin. Per clinic notes, "the latest vns battery replacement and unit replacement has caused some skin irritation and necrosis as it's stretching the skin over the unit." The pt has been referred to a neurosurgeon for eval and possible revision. Attempts for further info have been unsuccessful to date.